Event description:
On (B)(6) 2011, patient reported he was unable to insert 4-5 infusion sets into his body due to "coiling" or "shrinking" of the infusion cannula. Patient reported, the infusion needle would not pierce his skin. Infusion headsets are inserted manually at a 90 degree angle and in a quick motion. This was noticed immediately and no physiological effects were experienced. Of the infusion headsets that he was able to insert correctly, he did not notice any "coiling" of the infusion cannula or insulin leakage. Infusion sets were requested for evaluation. Replacement product was sent. The patient did not require treatment from a health care professional or second party to address the issue.